Event description:
The hosp reported that during a coronary artery bypass procedure, when the heartstring seal was deployed into the aorta, the deployment tube separated from the hub and staff needed to retrieve the tube from the chest. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The pt and device codes were coded by MFR. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.